Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant a ventricular lead, however, the thresholds were high and no pacing was observed. The physician elected to use a different lead. No patient complications have been reported as a result of this event.